Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's stimulator was not covering left lower back pain. The impedances were checked and within normal range, except electrode 10 which was greater than 10,000 ohms at .7 volts. The patient wasn't using this electrode. The patient was reprogrammed to achieve desired coverage in which the patient stated that "it felt perfect." The patient's adaptive stimulation was set for all positions. The patient was educated on changes that they would see on the programmer as well as making amplitude changes to a given position in adaptive stimulation. The patient was successfully reprogrammed for desired coverage. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.